Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open. The field service engineer (fse) inspected the station and found that the med cart remote manager was not responding. The issue was traced to the cabinet controller, which had not powered on following hospital power disruptions. The fse shut down and unplugged the cabinet controller for few minutes. After rebooting, diagnostics were run and the system was tested, confirming that it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its fridge door was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI), section h imdrf annex a grid & imdrf annex g grid. A supplemental MDR was submitted to reflect the correct unique identifier (UDI), imdrf annex a grid & imdrf annex g grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its fridge door was not opening. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event